Event description:
Customer stated that she just received a freestyle freedom lite meter. Customer reported there was a reading in meter's memory that was not hers. Customer also reported because of the meter issue, she experienced symptoms of hyperglycemia. Customer further reported visiting her doctor who diagnosed customer with severe hyperglycemia and started customer on a new oral diabetes medication. No emergent third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for sphingomonas, pseudomonas, klebsiella pneumoniae and e. Coli in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with bacterial peritonitis. The cause of the peritonitis was unknown. The patient did transfer to hemodialysis. Pd therapy was withdrawn. It was unknown whether the peritonitis resolved. The reporter believed that the bacterial peritonitis with culture positive for sphingomonas, pseudomonas, klebsiella pneumoniae and e. Coli was not related to therapy.

Manufacturer narrative:
Customer's products were returned and investigated. The complaints were not confirmed. Visually inspected package. Returned packaging was returned opened and thus it cannot be determined whether tampering has taken place and the meter had readings in the meter upon investigation. Performed 3 control solution test. Results were 344, 341, 344 mg/dl which were within the range specification for the device. Compared downloaded log with the glucose history in the meter. Did not observe incorrect data in memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.